Manufacturer narrative:
The liberty cycler was not returned or repaired against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that the patient was changing treatment modality from peritoneal dialysis to hemodialysis due to a tear in the peritoneum. Follow up with the patient's peritoneal dialysis nurse (pdrn) confirmed that the patient has a peritoneum tear. Pdrn stated that the patients peritoneal dialysis treatments exacerbated the tear and the patient did experience leaks of pd fluid into the scrotum. The patient is now receiving dialysis treatment at an in-center hemodialysis clinic. The patient was not hospitalized and at the time of this report did not receive medical intervention for either event and is scheduled to see a surgeon to correct the tear.